Event description:
Reporter indicated that vns pt's lead was broken. A physician mentioned at an epilepsy conference that three of his pt's had broken leads in the past six months. Previous events reported for patients with lead breaks for this same physician include 1644487-2004-00822 and 1644487-2005-00014, but manufacturer had no record of the third pt. Investigation to date has been unable to determine the cause of the reported lead failure.